Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2023-05220. This complaint will be closed as duplicate.

Event description:
It has been reported to philips that an image processing error occurred during an emergency procedure and exposure could not be performed. The device was in clinical use and the procedure had to be continued on another system. No harm has been reported to philips. The philips field service engineer (fse) onsite restarted the system to resolve the issue.